Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - g4 - g7 - h10 DHR review: DHR review could not be performed since no lot number was available. Trend analysis: trend analysis could not be performed as the item number is unknown. Event description: it was reported that the patient was implanted with fitmore stem on unknown date. Patient experienced stem subsidence. It's unknown whether revision took place. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# reported. Conclusion: it was reported that the patient was implanted with fitmore stem on unknown date. Patient experienced stem subsidence. It's unknown whether revision took place. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0547690.

Event description:
Please refer to report 0009613350-2019-00629

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient has underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for revision of the stem component due to possible subsidence of the stem. Attempts to obtain additional information have been made; however, no more is available.